Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's technical service center for a leak found under the homechoice (hc) unit. This event occurred during patient use during fill. The registered nurse (rn) reported that something leaked and got inside where the cassette sits and everything was wet. There was no patient injury or medical intervention indicated at the time of the initial report.